Event description:
Medtronic recieved information that a ped2 pipeline flow diverter failed to open. The diverter didn't open to the satisfaction in the distal portion and in the proximal portion it just didn't open. Another pipeline flow diverter (4.75mmx20mm) was used, which worked normally and did not harm the patient. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was being treated for an unruptured saccular aneurysm in the internal carotid artery (ica). Vessel tortuosity was moderate. The patient was undergoing the embolization of cerebral aneurysm. No patient symprosm or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: video inspection system (B)(6), ruler 200cm (B)(6) ¿ drawing(s) referenced: fg-15xxx-yyyy-zz rev. B ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. The pipeline flex shield pushwire was returned outside the phenom 27 catheter. There was no pipeline flex shield braid returned with devices. Therefore, any contributing factors could not be assessed. ¿ damage location details: the pushwire was found to be bent at ~18.5cm from proximal end. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No flash or voids molded were observed in the hub. No damage was found with hub. No kink or damages were found with catheter body. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issues. ¿ conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal and proximal ends as the pipeline flex shield braid was not returned. However, the root cause could not be determined. ((B)(6) (B)(6) 2023) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.